Event description:
No additional information.

Manufacturer narrative:
(B)(4)¿ follow up MDR for device evaluation no product or photo was returned by the customer. It was reported by customer the product that does not flush through. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model me5301 lot number 23029152 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.

Event description:
It was reported while using bd maxguard pressure rated extension set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: reported issue per customer: does not flush through. Bad lot.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.